Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states the suture wing was reported to have torn. The catheter was in the patient for 17 days and upon repositioning the patient, the suture wing tore and the catheter became dislodged. A new catheter was placed.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.